Manufacturer narrative:
Patient information was unavailable from the site. The archive used in the procedure was evaluated by medtronic personnel. The evaluation found that the issue could be replicated when the archive was installed on a known operational navigation system.

Event description:
A medtronic representative reported that, while in a cranial resection, a low performance error message appeared on the navigation system while viewing one magnetic resonance imaging (mr) image in the coronal, sagittal and trajectory views. It was reported that the microscope was connected to the system and that the site was navigating. The site reverted out of the application software and returned to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.